Event description:
It was reported that the patient's vns was disabled in 2017. The notes were unclear on whether the disablement was due to tolerability issues or a suspected lead issue. The patient switched neurologists and therefore the only record from the time of disablement was in the notes received from the previous physician, which were inconsistent. Attempts for additional information have been made; no additional relevant information has been received to date.